Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1, -10.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a longer length spherical lens on (B)(6) 2023 due to low vault. This did not resolve the problem. Cause of the event is reported as patient related factor, lens too short. Reportedly, low vault continues.

Manufacturer narrative:
B5 - lens was replaced on (B)(6) 2023 due to low vault. H6: device code: 1494: this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim# (B)(4).